Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). Seroma-late: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side intracapsular rupture, "small periprosthetic collection" and "minor cysts of less than 1cm" diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture, "small periprosthetic collection" and "minor cysts of less than 1cm".

Event description:
Healthcare professional reported right side intracapsular rupture, "small periprosthetic collection" and "minor cysts of less than 1cm" diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ cyst(s): unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side intracapsular rupture, "small periprosthetic collection" and "minor cysts of less than 1cm" diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.